Event description:
Pt reported that back to back tests performed on pt's surestep meter were 156 and 114 mg/dl (30% diff.). Control solution test result was in range. In addition, pt reported chest pain and high blood pressure. There was no allegation of harm.